Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. The implantable cardioverter defibrillator was found in backup vvi mode. The therapies were noted to be available. The device firmware download was performed successfully.

Manufacturer narrative:
Correction: previously reported initial MDR was missing (B)(4).